Event description:
It was reported that rubber seal around pump micro usb port was lifting, and caregiver was worried about possible water exposure and damage to pump housing near usb port. There was no reported impact to the customer¿s blood glucose level. Customer declined to provide further information or perform troubleshooting, and no additional actions or outcomes were documented.